Event description:
Healthcare professional reports lower than expected results with the protime microcoagulation system. Protime generated 1.4 inr and a repeated test using a second protime instrument generated result of 2.3 inr. Pt's therapeutic range: 2.0 - 3.0 inr. No adverse event (s) reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2013 . Instrument serial number used for testing is unk and was unable to be verified by the customer. Method, result, conclusion - actual device not evaluated. No current complaint trends identified for this product and issue. No results available since no eval performed. Unable to confirm complaint.